Manufacturer narrative:
The large hem-o-lok clip applier was found to have pitch input disk axis 5 broken. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. Root cause of the failure mode broken instrument input disks is attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier had a clip application failure. The user completed the procedure using a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to clamp on a vessel/tissue bundle. The customer had an unsuccessful clip application. This occurred during the 3rd clip application. The customer used a backup clip applier to continue the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.